Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a loss of connection between the mobile programmer application and the base station was confirmed. Analysis of the service logs found the customer comment that the application froze was confirmed. Analysis of the service logs found the customer comment that the mobile programmer application displayed a white screen was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the analyzer session there was a loss of connection between the mobile programmer application and the base station. Troubleshooting steps were taken to include swiping closed the mobile programmer application and reopening it. The implantable device was re-interrogated and initially functioned as expected, but the screen froze when connecting to the implantable device, preventing further progression. Additional troubleshooting steps were taken to include swiping closed the application again, which resulted in a white screen before the mobile programmer application eventually returned to the home page. The implantable device was then successfully re-interrogated, and the implant proceeded as planned. No patient complications have been reported as a result of this event. Application version: 4.4.2, host tablet os version: 18.3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.